Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high impedances and thresholds despite normal sensing. The lead was repositioned multiple times in an effort to locate better parameters, however high impedances were noted with each positioning. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.